Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va10cbk, implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: lead.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient was unhappy with their results. The patient¿s ins and lead were removed and replaced. Reprogramming and impedance check were done, and the issue was noted to be resolved. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and the other applicable components are: product ID 3889-28, lot# va10cbk, implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type lead .

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient was doing well since the replacement. They complained of a lack of efficacy approximately one year prior to the replacement.